Event description:
This mitraclip report is being filed for the intervention to resolve the access site bleeding. It was reported that one mitraclip was implanted in the patient reducing the mitral regurgitation from 4+ to 2+. After the mitraclip procedure, the patient had a small amount of bleeding, occasionally at the right femoral access site. A pressure bandage was applied and the condition resolved two days later. The patient was discharged home. The study physician considered the bleeding as probably related to the mitraclip system. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.